Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Event description:
Procedure: urogynecological. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4)

Event description:
Per pfs, the outcome attributed to the device "pain, urinary problem, dyspareunia, bowel problem, bleeding after mesh placement" medical records are not available to substantiate the above complaints). *reviewer's comment: no further gynecological records are available for review after (B)(6) 2009 to know the condition of the patient.